Event description:
It was reported that (B)(6) 2023, a 25mm amplatzer amulet (lot: 8503973) was chosen for implantation utilizing a 14f torqvue delivery system. The patient presented with difficult anatomy and significant pectinate. Sizing was determined via pre-procedure computerized tomagraphy, intra procedural transesophageal echo, and angiographic imaging. The 25mm amulet was having difficulty seating and was not large enough when attempting to implant. The device was fully retracted into the delivery system and removed. The physician was told that not replacing the delivery system is against IFU but went ahead with the same delivery system and a 28mm amplatzer amulet . Multiple manipulations were performed again as the device was unable to seat due to patient anatomy. The device was removed and the procedure was aborted. A few hours post procedure, the patient experienced chest discomfort and a slight blood pressure drop. A pericardial effusion was noted after further investigation. The effusion was observed to be coming from the atrial septum. The physician thought the effusion was due to the transseptal puncture. The patient is reported to be stable.

Manufacturer narrative:
An event of chest discomfort, slight blood pressure drop and pericardial effusion post-procedure was reported. Information from field indicated that device sizing was determined through pre-procedure computerized tomography, intra procedural transesophageal echo, and angiographic imaging, however difficulty was noted seating the amulet device due to difficult patient anatomy. Field also indicated that multiple manipulations were performed as the device was unable to seat which may have contributed to the reported event. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the warnings section of instructions for use, "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." H6 medical device problem code: code 1395 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2023, a 25mm amplatzer amulet (lot: 8503973) was chosen for implantation utilizing a 14f torqvue delivery system. The patient presented with difficult anatomy and significant pectinate. The 25mm amulet was having difficulty and was not large enough when attempting to implant. The device was unstable. The device was fully retracted into the delivery system and removed. The physician was told that not replacing the delivery system is against IFU but went ahead with the same delivery system and a 28mm amplatzer amulet which was implanted after multiple manipulations however, the device was describe as unstable. A pericardial effusion was noted after implantation and the delivery sheath was removed. The effusion was observed to be coming from the atrial septum. The physician thought the effusion was due to the transseptal puncture. The patient is reported to be stable.